Manufacturer narrative:
This report is being submitted to relay the device evaluation. The following sections are being reported: zimvie complaint number (B)(4). . Zimvie received the reported device for evaluation. Visual evaluation of the as returned devices identified the fractured abutment hex stuck inside the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. This complaint refers to the specific device being investigated for this complaint record. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown abutment is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. The customer did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are clinician error, or patient factors. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
During bench testing of a fractured implant that had been returned to aid in the investigation, the zimvie quality assurance technician identified a fractured abutment hex.